Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported intracranial hemorrhage in the right cerebral hemisphere (hemorrhagic stroke) could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 36 days. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed an intracranial hemorrhage in the right cerebral hemisphere. It was reported that the cause of the event was due to complexities of medical management. No further information was provided.